Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6), 2012.according to the complaint, during the procedure, when the physician was sweeping the duct, he was applying a lot of pressure, and the catheter snapped in two pieces outside of the endoscope where the handle of the scope is located. The device was removed from the scope by hand and the procedure was completed with another extractor balloon. It was reported that no pieces of the device detached inside the patient.there were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(4) 2012 that an extractor pro rx balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct (cbd) performed on (B)(6) 2012. According to the complaint, during the procedure, when the physician was sweeping the duct, he was applying a lot of pressure, and the catheter snapped in two pieces outside of the endoscope where the handle of the scope is located. The device was removed from the scope by hand and the procedure was completed with another extractor balloon. It was reported that no pieces of the device detached inside the patient. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual examination of the device confirmed that the catheter broke in half and the catheter was found to be stretched at that point. The catheter shaft was inspected for kinks and dents and none were found. The reported event of catheter broken was confirmed. This failure likely occurred due to anatomical/procedural factors which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.